Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 31gx8mm, 0.5ml bd insulin syringe. Consumer reported leakage from hub. The returned syringe was examined, and it was observed that the barrel was cracked from the 5 unit scale mark to the 25 unit scale mark. The crack in the barrel would be the cause for leakage. Due to batch number being unknown, no DHR review is able to be completed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced a failure to contain medication. The following information was provided by the initial reporter: leakage due to cracked barrel. While a plastic surgeon was performing botox injection procedure, botox liquid was leaking from barrel due to cracked barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: unable to perform complaint lot history check for leakage due to unknown lot number. Investigation summary: customer returned one (1) loose 31gx8mm, 0.5ml bd insulin syringe. Consumer reported leakage from hub. The returned syringe was examined, and it was observed that the barrel was cracked from the 5 unit scale mark to the 25 unit scale mark. The crack in the barrel would be the cause for leakage. Manufacturing (holdrege) will be notified of the observed issue. Due to batch number being unknown, no DHR review is able to be completed. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (barrel cracked) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. On 12nov2020, holdrege received a photo complaint for unknown lot number for a damaged barrel/crack and difficult to operate (not drawing). Visual inspection of the (1) photo found: a crack on the syringe barrel approximately from 5 to 25 scale markings. Process summary: automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. It is not possible to look at quality notification or maintenance dispatches for this issue as the batch number is unknown. Root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced a failure to contain medication. The following information was provided by the initial reporter: leakage due to cracked barrel. While a plastic surgeon was performing botox injection procedure, botox liquid was leaking from barrel due to cracked barrel.